Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had no capturing and sensing. The lead was found to be dislodged. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.